Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced keypad door assembly. Lvp(large volume pump) keypad recall action completed. Based on the findings, service determined that the reported issue was due to keypad door kit electrical failure. Device history record: a review of the device history record showed the device had a manufacture date of 8jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 14957288 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported unknown / not provided. There was no patient involvement.